Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return; however, photos were provided for review. Review is underway. The investigation is currently underway. D4 (expiration date is unknown), g4: PMA/510(k) #: k201155; k241946, h4 (device manufacturing date is unknown). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an unknown substance was observed protruding from the site of the peritx abdominal drain device. During follow up it was reported that the treating physician elected to manage the issue with oral antibiotics. The clinician decided to leave the drain in situ, as the patient is currently receiving end of life care and the physician did not want to subject the patient to a removal and reinsertion procedure. The drain remains in situ, and the patient is reported to be stable.

Event description:
It was reported that an unknown substance was observed protruding from the site of the peritx abdominal drain device. During follow up it was reported that the treating physician elected to manage the issue with oral antibiotics. The clinician decided to leave the drain in situ, as the patient is currently receiving end of life care and the physician did not want to subject the patient to a removal and reinsertion procedure. The drain remains in situ, and the patient is reported to be stable.

Manufacturer narrative:
H11: the physical sample was not returned for evaluation. One photo was provided and reviewed. During photo review, it was observed that the catheter was displaced, with the cuff positioned outside the body. There also appeared to be inflammation in the surrounding area. The underlying cause of these findings cannot be determined from the photo alone. Potential harm associated with cuff dislodgement could be infection. However, we cannot definitively confirm that infection was the result of cuff dislodgement. We are unable to assess whether the issue resulted from insertion technique or product related. The lot number is unknown, so a device history record could not be performed. The complaint was entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6 (annex f - health effect - clinical code), annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d. (Investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.